Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, vyaire medical analyzed the logs and it seems the software crash during trending export occurred due to the usb drive used for this procedure. Vyaire medical inquired regarding the exact type of usb stick they used. There was an epc crash due to the low transmission rate. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical problem with bellavista 1000 in which ventilator showed a black screen while exporting the trends (bellavista detected a user interface issue). Customer had to force it to turn off. After the restart it was working properly, but it had gone to factory defaults. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire medical was able to verify the customer complaint regarding user interface issue. The suspect device was not returned for investigation. However, log file analysis tool was utilized. Cfb logs started to showed up when the customer attempted to download the trend files with external usb. Most likely, the transfer rate of the usb was not on the recommended level. The root cause of failure was determined to be due to a slow usb drive transmission rate which could lead to an overload of the epc (ui-application).